Manufacturer narrative:
Catalog# is unknown but referred to unknown zteg. (B)(4).

Event description:
Description of event according to initial reporter: component separation between zteg 2p 34 (the second spreadsheet says ¿2p 34-152¿) and main body (34 proximal) (as per spreadsheets). A. (¿type iii endoleak - component separation¿ and ¿aneurysm rupture¿ are listed as device related at different dates in the 2020 final FDA report)." Patient outcome: according to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The patient did not require any additional procedures due to this occurrence.